Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving fentanyl (178.2 mcg at 7.4 mcg/hr) and bupivacaine (1.871 mg at 0.078 mg/hr) via an implantable pump for non-malignant pain. It was reported that the patient experienced increased pain, didn't feel like the pump was helping, and a rise in expected volumes from the pump over the last year due to a possible occluded catheter. No environmental/external/patient factors were reported. A catheter dye study was attempted and they were unable to aspirate. A full new system was implanted. In surgery there was no cerebrospinal fluid (csf) flow from the intrathecal portion of the catheter, a new intrathecal portion was placed and a new pump due to it being 4 years old and high risk. The issue was resolved.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: ascenda; product ID: 8782 (serial: (B)(6)); product type: 0184-catheter; implant date: (B)(6) 2022; explant date (B)(6) 2026. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.